Event description:
It was reported that, "pt fell down some stairs and experienced instability and pain after that. The components were not loose."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.